Event description:
The device was used during a procedure on the colon. Reportedly, the instrument was difficult to open. The surgeon used another instrument behind the first one and re-cut to remove the device. The surgeon was able to complete the procedure with another device. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/27/1998-supplemental report #1 submitted to FDA.